Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 29-may-2025 and forwarded to millyard advanced medical products, llc on 30-may-2025. The nurse from the doctor's office reported that the patient was admitted due to pump issues. It was previously planned for a specialty pharmacy clinician to evaluate the patient's ability to self-administer, but the evaluation did not occur in person and was facilitated virtually. The patient reported that she was in the hospital due to both pumps malfunctioning. The doctor saw the patient earlier that morning and the patient reported that she was unable to prime the cassette or pair her pump and remote. Troubleshooting did not occur, and no adverse side effects were reported. The patient later reported that she was too weak to turn the cassette and needed to be transitioned to IV remodulin. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.